Event description:
A healthcare professional reported pt with occasional dry eye symptoms and mild superior limbic keratitis noted three months post op from lasik surgery left eye. The pt was treated with a collagen plug in lower lid punctate. There are two related reports for this pt. This report addresses the pt's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).